Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that this occurred during a cadaver lab. The site loaded the exams onto the system and after restarting the system, the exams and snapshots were no longer on the system. The medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the computer was having software problems and becoming unresponsive. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.